Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2017-00117 under the same suspect medical device but an incorrect manufacturer name, city and state. This report is being filed on an international product, architect ca19-9xr, list number 2k91-39, that has a similar product distributed in the us, list number 2k91-29. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated or erratic results with reagent lot 73038m800. A study was performed to investigate the assay's performance. Retained kits of reagent lot 73038m800 was tested across three instruments with three levels of controls. Each control level contains a known concentration of the ca 19-9 analyte. Acceptance criteria was met, which demonstrates the assay can accurately detect a known concentration of ca 19-9 analyte. Labeling was also reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Event description:
The customer reported inconsistent architect ca19-9 results for a sample ((B)(6)) when comparing the undiluted (946.58 u/ml) and 1:10 diluted (440.20 u/ml) results. No specific patient information was provided. No adverse impact to patient management was reported.